Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling", "redness", "seroma", and "rupture."

Event description:
Patient reported right side "swelling", "redness", "seroma", and "rupture." The device remains implanted.

Manufacturer narrative:
Device evaluation: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated broken and opening on anterior. Based on the device analysis the final assessment is: a striated opening and broken on anterior assessed as surgical damage.

Event description:
Healthcare professional reported "mild synovial metaplasia." The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.